Event description:
As reported by user facility, while trying to start a stress test using their custom protocal, labeled bruce/ccms, employee brought a male patient to the treadmill and placed him on the belt after the "hook-up" and "sitting" pre-stress phase. Upon indexing the "stage-up" key on the keyboard, the treadmill began to operate starting the belt and advancing the elevation. The unit did not interrupt its speed change as normal but instead in a matter of moments was at "stage 4" on the screen and the patient was trying to hold on the treadmill handrail while walking near the end of the belt - leaning at a great angle. Upon realizing something was wrong, the "emergency stop" button was used and the belt stopped. The patient then fell to his knees still holding to the handrail. He was brought back to the hookup bed and rested a few minutes and the test was restarted and the system performed normally. There was no reported injury associated with this event.